Event description:
A customer contacted beckman coulter inc. (Bci) regarding a false low vancomycin (vanc) result generated by the unicef dxc 800 pro synchron clinical system. Customer ran a pt sample and obtained a vanc result of 7.0ug/ml. The pharmacist remembered that there had been problems with results from this pt earlier and previous results were higher, and so questioned the results. The sample was sent to a difference lab and the result was amended to 32ug/ml. The sample was forwarded to bci for testing and it gave a repeatable result of 16ug/ml. The treatment was not initiated or withheld based upon the low result.

Manufacturer narrative:
Per customer, qc has been acceptable. Electrophoresis performed in-house on the sample showed no abnormal proteins. Service was not dispatched for this event. The customer will save any add'l samples for bci investigation. A clear root cause has not been determined to date for this event. A malfunction will be assumed for the purpose of this report.